Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the original battery pack found there was corrosion present on the 4th battery from the power cord as well as the terminal it contacted. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that prior to surgery the top button was not moving. There was no patient involvement. During product evaluation, it was discovered that the battery had corroded. Due diligence is complete and there is no additional information available.